Event description:
It was reported that five (5) one-link non-dehp standard bore catheter extension sets were difficult to attach to the insyte. They were connected easily, but the rings do not line up and it could not be twisted on to lock it. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: april 12, 2021 - april 13, 2021. H10: the actual devices were not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included pressure and clear passage under water tests and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.